Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, unable to latch) was investigated. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged connector and was unable to latch to a monitor.